Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as an off no power alarm. It was also reported that the display of the insulin pump was scratched, and the screen is hard to read. Customer's blood glucose level at the time 307 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.